Event description:
It was reported that a pt underwent a laparoscopic fundoplication procedure on (B)(6)2010 and suture was used. The needle broke during use on the pt. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the produce upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one to two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00611. The same pt is represented in each medwatch.